Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to try different button presses, charging steps, and bootup sequence, then arranged to use backup insulin pump while replacement pump was shipped.